Event description:
The customer reported a loud noise was heard then the system shutdown and failed to reboot. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply for the image processor was replaced. The system was then found to be operating as intended.